Event description:
It was reported that upon interrogation of the pulse generator, an alert for elective replacement indicator (eri) was noted even though the battery voltage was greater than 2.68 v. Autocapture switched off automatically and the output amplitude was set to 0.75 v. The device was removed. The patient was pacemaker dependant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.